Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and a blood glucose level greater than 600 mg/dl. The customer was treated with intravenous fluids of saline and insulin to resolve the issue. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the customer let the pump battery deplete until it shut off. The customer continued to use the pump for insulin therapy.